Manufacturer narrative:
The patient's reported strokes were not related to vns therapy or device, as the patient was not implanted with vns therapy at the time of the event.

Event description:
It was reported by the patient that she had two strokes in the past. The date of the strokes is unknown as is the relationship to vns. Attempts for additional information are in progress.

Event description:
Additional information was received indicating that the patient was not implanted with vns at the time of the strokes or at the time of the initial report; therefore, there is no relation to vns. The patient was initially implanted with a vns system in (B)(6) 2011.